Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that an insulation abrasion was observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks for atrial fibrillation with rapid ventricular response and vibratory alerts. Interrogation revealed episodes of noise and low, out of range pacing and hv lead impedance. Alerts for "possible high-voltage lead issue" and "possible high voltage circuit damage" were also noted. It was noted that the noise occurred after the "possible high voltage circuit damage alert" was triggered. Lead fracture was noted. The lead was capped and replaced on (B)(6) 2016. The patient received no adverse events.